Event description:
A home pt contacted baxter's technical service center for assistance regarding a "reload set 163" alarm that was received during the prime cycle prior to their automated peritoneal dialysis therapy. Per initial report, the home pt uses the homechoice sets for a week at a time, and encounters the alarm only once a week when setting up with a new homechoice set. No pt injury or medical intervention was associated with this incident, per the home pt.